Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the device had cracked into two pieces at the proximal end. It was further determined that the issue was consistent with the device being dropped or mis-aligned during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to unintended use error, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise replacement cap head adapter device had cracked the plastic on the femoral head impactor. It was further reported that the head of the impactor tip was fractured. During in-house engineering evaluation, it was observed that the device had cracked into two pieces at the proximal end. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.